Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023, separating from the hard plastic piece. The issue occurred with 5 similar type of infusion sets used for 2-48 hrs. The patient experienced high blood glucose level which they tried to treat via correction bolus via pump. Further, the patient replaced the infusion set and insulin was resumed successfully.